Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent loss of capture and sensing in the bipolar configuration and total loss of capture and sensing in the unipolar configuration. Impedance was >2500 ohms.